Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, log analysis shows that there was no occlusion alarm appear but a persist plv alarm 196. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator was having persistent occlusion alarm on (B)(6) while on a patient. Furthermore, patient was removed from the machine with no patient harm associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Plv alarms are visible on the logs together with occlusion alarms. The set tidal volume was not achievable with the maximum allowed airway pressure (ppeak upper alarm limit -5mbar), therefore the plv (pressure limited ventilation) lung protection safety feature has kicked-in as designed and the machine has alarmed accordingly alarm 105 - "volume low (plv pressure-limited)".